Event description:
During surgical procedure (incising tooth in half) bur guard became hot resulting in burn on top of pt's lip. Handpiece did not become hot. Mouth guard and retractors were in place. The burned area was treated with bacitracin ointment and ice.